Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is inoperable. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.

Manufacturer narrative:
Corrected data: the "type of investigation" codes and the "investigation findings" code have been corrected in this report. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.